Event description:
It was reported that during a procedure, the foot pedal set of the stockert ep-shuttle generator was defective. The doctor stated that during ablation the generator's foot pedal gave an error message and would not stop the ablation. The physician completed the procedure manually and there was no adverse event reported during or after the surgery.

Manufacturer narrative:
Investigation is still in progress. A supplemental report on device evaluation will be submitted once it is completed. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that during a procedure, the foot pedal set of the ep-shuttle generator was defective. The doctor stated that during ablation the generator's foot pedal gave an error message and would not stop the ablation. The physician completed the procedure manually and there was no adverse event reported during or after the surgery. The ep-shuttle generator associated with the reported incident was inspected. The foot pedal set was found defective. A new foot pedal set was sent to the customer and it was installed. The ep-shuttle generator system now works properly. The device history record for stockert generator serial number (B)(4) shows that no manufacturing or test failures were noted during the manufacturing cycle related to functionality of the device. The device met all requirements prior to distribution.